Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the initial evaluation of the device at the manufacturer's service center, the device was found to be alarming with a red light / ventilator inoperative condition. The service technician also notes that the machine flow sensor is defective. The manufacturer's investigation is still on going. A supplemental report will be submitted when the manufacturer's investigation is complete.